Manufacturer narrative:
Technician found the bed in bed shop. Complaint - the hi/low head section will not stay up. Found - the hi/low head section slowly drifts down. Cause - the hi/low head down valve is stuck. Replaced the hi/low head down valve to resolve this issue.

Event description:
Complaint received that the hi/low head section will not stay up. No injury reported.